Event description:
A product complaint was rec'd, with in the body of the complainants letter, pt stated: "daughter had to take me to emergency room because the prosthesis going down my throat and twice it got close to my lung and I had to be put under so the dr could scope the prosthesis out."

Manufacturer narrative:
Slp stated she had no knowlege of any medical emergencies with the pt. Slp has not seen the pt since 08/05.